Event description:
It has been reported to philips that the wireless footswitch was not connecting to the base station. The system was not in clinical use when the issue was identified. The customer is currently using a wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. As per information provided, the battery led indicator on the wireless footswitch was green. Based on the information provided, the issue is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the root cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The connection was not re-established, the customer currently uses the wired footswitch instead of the wireless footswitch. Codes were updated based on the investigation outcome.